Event description:
It was reported that the temporary pacing cable was broken. The cable was returned to the manufacturer for analysis. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the cable was broken. (B)(4).

Event description:
It was reported that the temporary pacing cable was broken. The cable was not returned to the manufacturer but the customer did apply for a new cable. There was no patient involvement.